Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a communication error b30. The issue was found during an unspecified procedure. The procedure was completed using an olympus back-up device. There were no reports of patient harm.